Manufacturer narrative:
Age at time of event - 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, upon dilatation at the lesion area, it was noted that the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the device was simply pulled out from the patient's body. The patient was stable post procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery. A 10/4.00 flextome cutting balloon was selected for use. During procedure, upon dilatation at the lesion area, it was noted that the balloon ruptured at 10 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.